Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose in (B)(6) 2019 with blood glucose of 20 mg/dl at the time of the incident. The customer used glucose tablets and was given a glucose shot to treat. The customer experienced symptoms such as fainting and chest pains. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer went as high as 500 mg/dl due to being disconnected from the pump. The insulin pump will not be returned for analysis.